Manufacturer narrative:
On 11/6/2018 mentor became aware that report submitted on that date erroneously omitted the hyptrophic scarring included in the replacement surgery operative report. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported that there was no evidence of ductal carcinoma in situ (dcis) on the right breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the patient experienced breast mass on the right breast. The breast mass was diagnosed after performing biopsy. The tissue was benign with dense interlobular fibrosis and focal sclerosing adenosis. There was no evidence of atypical ductal hyperplasia or invasive carcinoma. This report is for the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 9/29/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent breast augmentation revision with a mentor smooth round moderate profile 375cc saline prosthesis. On (B)(6) 2018, left sided deflation was diagnosed by a physician. Lateral displacement of bilateral implants was also indicated. As a result, the patient underwent bilateral capsulectomies, bilateral ryan procedures, bilateral revision of mastopexy scars, and bilateral removal and replacement with mentor memorygel breast implant gel prostheses on (B)(6) 2018; catalog # 3502754, s/ns: (B)(4), 275cc (l) and catalog # 3503254, (B)(4), (r). A small area on the right breast just at the site of the lateral capsule was biopsied and sent to pathology. The patient was taken to the recovery room in stable condition. This report is for the right breast prosthesis. See manufacturer report number 1645337-2018-05988 for the contralateral prosthesis.